Event description:
Information received indicates during a preventive maintenance check, the technician found the bed did not pass the electrical safety inspection due to a loose ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.